Manufacturer narrative:
The motor error alarm occurred during rewind due corroded motor home switch. No further testing could be performed due to constant motor error alarm. No moisture damage on electronic assembly noted. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reported a motor error on his insulin pump. He was changing his infusion set and the device alarmed during the priming and rewind stage. Customer's blood glucose was unknown. Customer stated he has been having issues with no delivery alarms for years, but he always troubleshoots the device himself. The motor error alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.